Event description:
The customer contact reported an adverse event while the device was in use. At 1015 a therapeutic phlebotomy was initiated on the patient to remove 250ml of blood. The empty glass evacuated container was placed below the patient. An unspecified tubing set was used to connect the patient's IV access site to the empty container. A pressure cuff was applied to the patient's arm and pressure was applied to 40mmhg. After approximately 75ml of blood had been collected, it was reported that the blood stopped flowing in the tubing set and reportedly "quickly went back up the tube towards the patient." It was reported that blood and air backflowed into the patient. The tubing set was clamped. After the clamp was released an unspecified time later, it was reported that the blood "started flowing back down into the bottle, but then it started going slowly towards the patient." The tubing was clamped and the tubing set and the empty container were removed. The patient reported feeling "weird" and "had a strange taste in her mouth." The patient was transferred to the emergency room where the patient was observed for 2 hours. The patient's blood pressure was reported to be "a little high" while she was in the emergency room. No medical interventions were required. At 1230, the patient's vital signs were reported to be stable. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received.